Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece, lens, but the lens was removed due to the lens tearing during loading. The lens was cut to remove and there was no patient injury. There was no enlarged incision, but a suture was needed to close the wound. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specifc root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.